Event description:
Description of event according to study ((B)(6): zenith alpha thoracic post market retrospective study): synopsis: a type ib endoleak was noted 1358 days post-procedure. On (B)(6) 2021, this 77-year-old female patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a proximal zta-p-46-233 and a distal zta-p-46-179, starting at zone 2. Prior to the study procedure, the patient underwent left subclavian to left common carotid bypass on (B)(6) 2021. The study procedure included left subclavian embolization. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. On the day of the procedure, the patient experienced hemorrhage/carotid artery injury (ae1) surgically treated with suturing. The event is noted as not related to the study device, related to the procedure, ¿injury of the carotid artery in an attempt to insert a central line.¿ follow-up imaging on 04jun2021 revealed patent study devices, no thrombus, no device issues, and a type ii endoleak. On (B)(6) 2021, the patient experienced a fall (ae2) which required no treatment. The event was not related to the study device or procedure. Follow-up imaging on 03dec2021 revealed patent study devices, no thrombus, no device issues, and no endoleak. There were no visits at the 12-month, 2-year, or 3-year time points. On (B)(6) 2025, the patient experienced a type ib endoleak (ae3) which was treated with secondary intervention on (B)(6) 2025, placement of a distal component. The event was noted as not related to the study device or procedure, related to the treated aortic disease. On 26may2025, 4-year follow-up imaging revealed patent study devices, thrombus at the study devices (query response indicates both devices were involved), no device issues, and no endoleak. Patient outcome: the secondary intervention to treat the type ib endoleak is noted as successful. No endoleak was noted on subsequent imaging.

Manufacturer narrative:
Manufacturers ref# (B)(4). G4) similar to device marketed under 510(k)/PMA: p140016. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref# (B)(4) summary of investigational findings: this complaint is opened to address type 1b endoelak, in a patient enrolled in a zenith alpha thoracic post market retrospective study (17-13). On (B)(6) 2021, this 77-year-old female patient was routinely treated for fusiform thoracic aortic aneurysm with placement of a zta-p-46-233 proximal and a zta-p-46-179 distal (complaint device), starting at zone 2. Prior to the study procedure, the patient underwent left subclavian to left common carotid bypass on (B)(6) 2021. The study procedure included left subclavian embolization. Patient pre-existing conditions include congestive heart failure (nyha 2), hyperlipidemia, chronic obstructive pulmonary disease, hypertension, current smoking. Proximal and distal neck was parallel with no thrombus, occlusive disease or calcification and mild tortuosity. There is localized angulation >45 degress in a segment of aorta into which deployment of the device is intended and radius of curvature <20 mm in a segment of aorta into which deployment of the device is intended. Procedure imaging revealed patent study devices, no endoleaks, and no device issues. Follow-up imaging on (B)(6) 2021 revealed patent study devices, no thrombus, no device issues, and a type ii endoleak. Follow-up imaging on (B)(6) 2021 revealed patent study devices, no thrombus, no device issues, and no endoleak. On (B)(6) 2025, the patient experienced a type ib endoleak (current complaint) which was treated with secondary intervention on (B)(6) 2025, placement of a distal component. The event was noted as not related to the study device or procedure, related to the treated aortic disease. On (B)(6) 2025, 4-year follow-up imaging revealed patent study devices, thrombus at the study devices both devices were involved (related complaint), no device issues, and no endoleak. The patient remains in the study; data collection is ongoing. The complaint reported by the user was confirmed. The complaint is confirmed based on customer and/or sales representative testimony. The device evaluation could not be performed as the device or photographic evidence of the device was not returned for evaluation. Complaint is related to the implanted stent graft. This complaint originates from a retrospective post marked study where images are not collected. A review of the manufacturing records and/or specifications did not reveal any discrepancies/nonconformances that could have contributed to this complaint issue. The investigation concludes the complaint device was manufactured to specification. There is evidence to suggest that user did not follow the instructions for use and/or label. It is reported that there is localized angulation >45 degress in a segment of aorta into which deployment of the device is intended and radius of curvature <20 mm in a segment of aorta into which deployment of the device is intended. According to the instructions for use ¿key anatomic elements that may affect successful exclusion of the thoracic aneurysm or ulcer include severe angulation (radius of curvature < 20 mm and localized angulation > 45 degrees)¿ the device was used in a manner inconsistent with the product labelling and/or instructions, therefore it is unknown how the device will function. A definitive cause could not be determined from the investigation. It is reported that the endoleak is related to the treated aortic disease, which is assessed to include disease progression, angulation over 45 degress was already reported at the time of implantation and is assessed to be a contributing factor for the type 1b endoleak. An internal action is not deemed necessary at this time. Trending will monitor if any future actions are required. After considering this event the risk associated with the use of this device is still deemed adequate. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.